Event description:
It was reported that the procedure was to treat a de novo, eccentric lesion in the right coronary artery with mil tortuosity and 90% stenosis. Pre-dilatation was performed with a 3.0x12mm trek balloon. A 3.5x48mm xience xpedition stent delivery system (sds) was advanced and the stent deployed at 12 atmospheres; however, a dissection at the proximal end of the stent occurred. A 3.5x15mm xience xpedition stent was implanted to cover the dissection. A nc non- abbott balloon was used for post-dilatation and to successfully complete the procedure. There was no adverse patient sequelae and no reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.